Manufacturer narrative:
The customer was contacted for return of the electrodes. The electrodes have not been returned to zoll for evaluation. However, our evaluation of the retained sample of this lot of electrodes found no abnormalities which could have led to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient in cardiac arrest, (age & gender unknown) sparks were seen under the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.